Event description:
It was reported that the introducer sideport detached approximately one to two days after placement in three separate patient events. The introducer had been placed in the jugular vein for the placement of a 5f temporary pacer while awaiting a permanent pacer. A pump set was connected and set to kvo. While in the ICU, a day or two after introducer placement, the sideport disconnected. The introducer and the temporary pacer were removed and the scheduled pacer was placed. There were no adverse patient consequences reported. There were no reports of hard flushing or pulling on the IV tubing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.